Event description:
The doctor reported that a laser vision correction patient who had an initial lasik treatment on (B)(6) 2011, has continued to have blurry vision, halos and experiences headaches. The doctor further reported that a pentacam exam on the patient at the 12 month post op exam of the right eye shows what appears to be a decentered ablation. The patient's 15 month post op visual acuity in the right eye is 20/25 correctable to 20/20 but is not clear.

Manufacturer narrative:
Field service was not requested for this event; clinic reporting adverse outcome to the manufacturer.